Manufacturer narrative:
The device was used in treatment. The device was not returned for analysis. The investigation will focus on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure a biomed introducer sheath in-process and final inspections : visual inspection: verify hub to be smooth, no cracks, short shots, sinking or unfilled areas, and check for fm using 10x microscope, look down into hub for irregularities. Verify no splitting at break lines and a smooth transition between sheath and hub on inside of hub. Vacuum leak test perform pressure and vacuum leak test per procedure. Leak test perform 1005 of the sheath. Per instructions for use (IFU) ab-17-001z-x: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. No further follow-up required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
After attempting to wean off of coronary artery bypass procedure patient arrested and endured acute respiratory failure. During post cardiotomy cardiogenic shock, 23fr introducers valve damage after failed insertion attempts due to patient's anatomical conditions and unable to pass through the artery to the aortic valve. 23fr could no longer seal to the graft and resulted in oozing. 23fr was removed as bleeding would have occurred if the soft-jaw clamp was removed from the graft. The physician believed the 14fr x 25cm sheath would provide conduit beyond the graft/into the artery and might make it easier to pass the smaller cp pump. The physician successfully placed the 14fr and cp, thereafter, and bleeding subsided. The introducer was removed and replaced with a 14 fr x 25cm and an impella cp was delivered successfully. Patient was successfully inserted with impella cp via 14 fr introducer. Care was ultimately withdrawn on 2019-10-15 and patient expired while on support. There was no causal relationship with either the impella or oscor device. As per additional information, .035 wire was placed before the sheath. Therefore the sheath was actually back loaded over the wire in retrograde fashion. User able to pass the 5.0 impella through the sheath but unable to pass it into the distal vessel. After taking the impella out, the valve did not seal. Decision was made to peel away and remove the 23 fr sheath and utilize the 14 fr sheath for cp placement. Amount of blood loss is unknown. Blood loss was minimal. Blood loss mitigated by physician thumb over valve and soft-jaw clamp at graft anastomosis. Valve was no longer hemostatic. The sheath did not crack. Valve sustained the tear. No other additional information is available.